Event description:
He would put a paper towel in between the product and his skin because they would burn his skin [thermal burn], put on his stomach to help keep him warm [device use error]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he had some years ago that he would put on his stomach to help keep him warm and he would put a paper towel in between the product and his skin because they would burn his skin. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment : based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining event "device use error" is considered non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining event "device use error" is considered non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number of lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site.

Event description:
Event verbatim [preferred term] he would put a paper towel in between the product and his skin because they would burn his skin [thermal burn] , put on his stomach to help keep him warm [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he had some years ago that he would put on his stomach to help keep him warm and he would put a paper towel in between the product and his skin because they would burn his skin. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Per dchu: severity of harm was reported as s3. Review of complaint description concludes there is no device malfunction. Site sample status was not received. Per site: summary of investigation: this investigation was conducted for an unknown lot number of lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site. Follow up (16dec2019): new information received from a product quality complaints group includes severity of harm and malfunction information. Investigation was pending. Follow-up (18dec2019): this is a follow-up report from pfizer product quality group providing investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining event "device use error" is considered non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining event "device use error" is considered non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] he would put a paper towel in between the product and his skin because they would burn his skin [thermal burn] , put on his stomach to help keep him warm [device use error]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported he had some years ago that he would put on his stomach to help keep him warm and he would put a paper towel in between the product and his skin because they would burn his skin. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Severity of harm was reported as s3. Review of complaint description concludes there is no device malfunction. Site sample status was not received. Investigation was pending. Additional information has been requested and will be provided as it becomes available. Follow up (16dec2019): new information received from a product quality complaints group includes severity of harm and malfunction information. Investigation was pending. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining event "device use error" is considered non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The remaining event "device use error" is considered non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Severity of harm was reported as s3. Review of complaint description concludes there is no device malfunction.